Event description:
Paramedics attempted to administer external pacing to a person diagnosed as bradycardic. The operator reported that the device failed to pace the pt. The reporter indicated the monitor failed to display the pt's ECG while the pacing function was active, however would display the ECG rhythm normally when switched to the paddles lead. Drug and CPR therapy were administered and the pt was transported to the hosp. The pt was not resuscitated. There was no report of an association between the alleged discrepancy and pt outcome.